Event description:
Surgeon had informed me that he needed to remove a broken gamma nail and replace it with a new one. The device appears to have been broken at the level of the lag screw insertion point. There was also a broken distal locking screw. We remove the device and the patient had a new one implanted.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown distal locking screw. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.